Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarms are confirmed in pump history file due to a broken trace at keypad assembly.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure. Customer¿s blood glucose was 212mg/dl. Customer stated that insulin pump was able to rewind. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.